Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, during a routine inspection, it was found that the device had a self check error and could not function properly. After notifying the maintenance engineer, it was found that the oxygen battery of the device failed to self check. After opening the oxygen battery compartment, it was checked that the expiration date was not reached. After reinstallation, the device was restarted and the self check was successful. No patient involvement.

Event description:
The following was reported to hamilton medical ag: on march 6, 2024, during a routine inspection, it was found that the device had a self check error and could not function properly. After notifying the maintenance engineer, it was found that the oxygen battery of the device failed to self check. After opening the oxygen battery compartment, it was checked that the expiration date was not reached. After reinstallation, the device was restarted and the self check was successful. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.